Manufacturer narrative:
Block h6: device code a06 is being used to capture the reportable event of scope loss of visualization.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. During the introduction of the device, when the scope was inserted into the patient's mouth, the visualization was lost. It was attempted to recover the image by unplugging and plugging the scope back in, but it was not possible to resolve the issue. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event.